Manufacturer narrative:
INITIAL AND FINAL MDR (B)(4) - DEVICE 5 OF 5.

Event description:
REFERENCE NUMBER: (B)(4). EVENT OCCURRED IN THE FRANCE. IT WAS REPORTED THAT THE PATIENT EXPERIENCED AN EVENT WHERE THE INFUSION SET CATHERTERS WERE LEAKING ON (B)(6) 2025. PATIENT REPLACED INFUSION SET AND RESUMED INSULIN DELIVERIES SUCCESSFULLY. NO FURTHER INFORMATION AVAILABLE.

Event description:
To date, additional patient or event details were received which have been added in H11 (Addl Mfg narrative).

Manufacturer narrative:
MDR 3003442380-2025-04938 / Supplemental Report 02.Unomedical hereby submits this supplement report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA Action Plan, which incorporates QP-IC-2026-0020 (IC Retrospective Complaint Review) and QP-IC-2026-0024 (IC Retrospective MDR Review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Correction: This MDR is being submitted to correct the submitted report source under G2, Date of this report under B4, Type of investigation, Investigation findings, Investigation conclusion under H6 Additional information - This MDR is being submitted to include the below:H6: Investigation results under Type of Investigation, Investigation Findings, Investigation ConclusionsH11: Investigation summaryE1: Name: Tandem.Country: United States of America.Address ¿ Line 1: 11045 ROSELLE STREET.Address ¿ Line 2: SUITE 200.City: SAN DIEGO.State: California.Zip Code: 92121.Complaint Investigation Results:Electronic Quality Management System (eQMS) search:A query was run in the eQMS on 13-JUL-2026 against Lot Number 6004250 and Similar Malfunction Codes Insertion site egress - trace moisture / superficial wetness. Leakage from infusion site (cannula base part/cannula) (specific cause not identified). Similar Complaints search - Threshold NOT met or Exceeded:A query was run in the eQMS on 13-JUL-2026 against Lot Number criteria equal 6004250 and Similar Malfunction Code(s) Insertion site egress - trace moisture / superficial wetness. Leakage from infusion site (cannula base part/cannula) (specific cause not identified). OR Key Word used. The count of complaint is 1. The complaint number(s) is/are: 2153326.Batch record / Medical Device File Review (No issues): The Batch record / Medical Device File was reviewed. All required in process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code.Conclusion:Batch record / Medical Device File review supports compliance with manufacturing and quality requirements; no issues noted.Visual Evidence Review:No photo was provided to support visual confirmation of the reported issue.Conclusion:Unable to perform visual verification; assessment based on available documentation only.Return Samples Testing - Sample not available: Returned sample(s) from the relevant lot were requested however, the customer confirmed that the sample is not available for return.Conclusion:Visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence.CAPA Determination Assessment - Conclusion Summary of Complaint Investigation (No further investigation):Based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per Work Instruction (WI) (Monthly TRIPS and Alerts).Complaint Unconfirmed:Following investigation, the reported failure could not be confirmed for this complaint.Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.

Event description:
TO DATE NO ADDITIONAL PATIENT OR EVENT DETAILS HAVE BEEN RECEIVED.

Manufacturer narrative:
SUPPLEMENTAL REPORT 01, (B)(4), MDR 3003442380-2025-04938. ADDITIONAL INFORMATION - THIS MDR IS BEING SUBMITTED TO INCLUDE THE BELOW: H6: INVESTIGATION RESULTS UNDER TYPE OF INVESTIGATION, INVESTIGATION FINDINGS, INVESTIGATION CONCLUSIONS. H11: INVESTIGATION SUMMARY: THE INFORMATION IN THIS COMPLAINT (B)(4) HAS BEEN EVALUATED. THE BATCH 6004250 IN QUESTION WAS MANUFACTURED AT THE REYNOSA SITE. INVESTIGATION PROCESS OF THE COMPLAINT WAS CARRIED OUT IN ACCORDANCE WITH WORK INSTRUCTION (WI) GUIDANCE FOR VISUAL TESTING FOR COMPLAINTS AREA VERSION 3 AND WI GUIDANCE FOR FUNCTIONAL TESTING FOR COMPLAINTS AREA VERSION 2 FOR THE CODE LEAKAGE FROM INFUSION SITE (SPECIFIC CAUSE NOT IDENTIFIED). COMPLAINT INVESTIGATION. PHOTO/SAMPLE WAS NOT PROVIDED. IN ORDER TO TEST THE PRODUCT, THE REFERENCE SAMPLES FROM THE LOT HAVE BEEN REQUESTED. REFERENCE SAMPLES TEST RESULTS: ON THE VISUAL INSPECTION ACCORDING TO WI VERSION 3, WAS PERFORMED AND (B)(4) SAMPLES PASSED THE TEST. FUNCTIONAL TEST AIR FLOW ACCORDING TO WI VERSION 2 ON REFERENCE SAMPLES, (B)(4) SAMPLES PASSED THE TEST. FUNCTIONAL TEST AIR LEAK ACCORDING TO WI VERSION 2 ON REFERENCE SAMPLES, (B)(4) SAMPLES PASSED THE TEST. A BATCH RECORD REVIEW WAS CONDUCTED RESULTING IN THE FOLLOWING: PACKAGING LOT: THE LOT 6004250 WAS PACKAGING ACCORDING TO THE WI VERSION 108, IN THE LINE INSET 6, ON 28/NOV/2023, WITH A TOTAL OF (B)(4) UNITS REVIEW OF THE DEVICE HISTORY RECORD (DHR) SHOWED THAT ALL RELEVANT TESTS REQUIRED DURING THE RELATED PROCESSES HAD BEEN FULFILLED AND MET THE REQUIREMENTS. NO DEVIATION WERE IDENTIFIED; NO MAINTENANCE EVENTS WERE RECORDED. TRENDING: A QUERY WAS RUN IN DATABASE ON 12-JUN-2025 AGAINST MALFUNCTION CODE LEAKAGE FROM INFUSION SITE (SPECIFIC CAUSE NOT IDENTIFIED) AND LOT 6004250 AND NO OTHER COMPLAINT HAS BEEN REGISTERED IN DATABASE FOR THE SAME LOT AND MALFUNCTION CODE. CONCLUSION SUMMARY OF THE RELATED EVENT: AS A RESULT OF THE FOLLOWING: ON THE INVESTIGATION ON REFERENCE SAMPLES, NO ISSUE WERE FOUND RELATED TO LEAK, HARM NO REPORTABLE, NO DEFECT ON TESTS, NO NON-CONFORMANCE (NC) RAISED DURING PRODUCTION, NO MORE COMPLAINT WAS RECEIVED ON THE LOT IN QUESTION AND MALFUNCTION, NO FURTHER ACTION ARE REQUIRED, THEREFORE, THIS ISSUE WILL BE MONITORED THROUGH THE POST MARKET SURVEILLANCE ACTIVITIES.